Manufacturer narrative:
Review of product historical data for this issue did not identify any adverse trends or abnormal complaint activity. Labeling was reviewed and found to be adequate. Inspection of the returned power supply found the red cable on the unit was charred. Per complaint information, the disk drive was accidentally discarded; therefore, it was not available for investigation. The possible cause for this incident may be damage to the floppy disk drive which may have caused it to draw excessive current from the +5v red wire. Due to lack of the returned disk drive, it could not be determined what the exact cause was for the damaged disk drive which led to the burnt wire and damaged power supply. The incident was an instrument-specific issue. Based on the available information, no product deficiency was identified.

Event description:
Smoke was observed coming from the computer power supply after reinstalling the dvd, hard drive and floppy drives on the cell-dyn ruby analyzer, serial number (B)(4), during an internal training class for field service personnel at an abbott laboratories facility. The analyzer was powered off and a charred cable was noted from the power supply to the computer disc drive. Replacement of the disk drive and power supply resolved the issue. No fire was observed. There was no injury due to the smoke.